Event description:
While using this hooked instrument for retrieval of a crawford tube, the physician discovered the end of the instrument has broken off. The broken piece was not found but x-rays confirm that it is not in the pt.